Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room (ER). Upon review of the ventricular tachycardia (vt) episode, there was anti-tachycardia pacing (atp) and a 41j shock delivered, however, it is unknown if the rhythm converted. Additionally, the device declared a code 1005, which indicates an open circuit was detected during shock delivery. It was noted the device is emitting beeping tones due to the high oor shock lead impedances. Subsequently, the physician turned off tachy therapy. At this time, the device and rv lead remains in service. No adverse patient effects were reported.